Manufacturer narrative:
The customer complaint for li-ion battery failed to charge was confirmed during archive review and functional testing. The exact root cause of the reported issue could not be determined. Visual inspection of the returned product was performed and dents/ scratch were noted on top case of the battery. The battery had four steady green leds when received. Review of the archive data indicated that the battery was last charged successfully on (B)(6) 2017 and was last inserted into the autopulse on the same date. The archive also showed that the battery recorded a low battery error after it was removed from the charger on (B)(6) 2017 followed by multiple temperature mismatch error until the end of the archive on (B)(6) 2017. These errors are characteristics of a damaged temperature sensor in the battery. A mechanical impact can damage the internal temperature sensor of the battery. During functional testing, the battery was inserted into a good known reference multi- chemistry charger and the battery failed to charge. The battery was also inserted into a good known autopulse platform using large resuscitation test fixture (lrtf) and the platform ran for a few seconds and powered off confirming the customer complaint. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse lithium ion battery with serial number (B)(4).

Event description:
It was reported that fully charged autopulse li-ion battery (sn: (B)(4)) failed while used on a patient that was experiencing cardiac arrest. The platform did not display any error message before it powered off. Another li-ion battery was used to continue compressions. The customer inserted the li-ion battery into the multi-chemistry charger (mcc) and the battery failed the charging. No known patient consequences were reported.